Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2013 at 0658, the device was programmed using the drug library to deliver levophed 4 mg/250 ml, at a rate of 10 mcg/min, with a titrated vtbi of 50 ml, and the delivery was started. At 0818, an end of infusion alarm occurred, kvo delivery was started, the alarm was cleared. At 0819, a titrated dose rate change of 5 mcg/min was programmed, the next button was pressed, the start button was pressed, delivery was stopped, kvo delivery was stopped. The next power on is indicated on (B)(6) 2013 at 0827, a post software tightloop malfunction error and a s308 (can bus error) occurred. At 0828, the device was placed into standby mode and powered off. This report represent all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of levophed and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported while in the patient's room, the device alarmed with an unspecified software failure and the device was inoperable. The device was removed from clinical use. At that time, the nurse withdrew an unspecified volume of levophed from the levophed container into a syringe and the unspecified volume was delivered to the patient while a replacement device was programmed. The customer contact reported the patient's blood pressure was able to be maintained at an unspecified level during that time. After an unspecified length of time, therapy was resumed using a replacement device. On (B)(6) 2013, it was reported the patient expired. The cause of death was unspecified; however the customer contact reported the device did not contribute to the patient's death. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.